Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing paresthesia secondary to their dbs settings. While the patient reaches over their left chest with their right arm, they felt a buzzing to their right ins. The patient stated they did not feel it down their right arm. The buzzing can be triggered when outstretching their right arm. There is no pain or trauma associated. The symptoms were reported to be related to the patient's device or therapy, and not related to the implant procedure. The symptoms were reported to be due to programming which took place on (B)(6), as the volts were too high. This was determined on (B)(6). The patient was reprogrammed on the (B)(6) at an unscheduled clinic visit, resolving the issue without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the cause of the buzzing was not determined. No further complications are anticipated.